Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided, nor could the customer provide specific dates when the elevated bgs occurred. Elevated bgs were addressed by a correction bolus via the pump. Customer changed pump supplies to address the issue.